Event description:
The customer obtained unexpected reactive vitros anti-hav igm results (1.41, 1.45 and 1.43 s/c) from a single patient sample run on three different vitros eciq immunodiagnostic systems. The reactive vitros anti-hav igm results were considered to be unexpected based on negative vitros anti-hav total results obtained for the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected reactive vitros anti-hav igm result was reported outside of the laboratory, however; a corrected report was issued and there was no report of patient harm as a result of this event this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected reactive vitros anti-hav igm results were obtained from a single patient sample run three different vitros eciq immunodiagnostic systems. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. However, the presence of an unknown sample interferent could not be ruled out as a contributing factor. The root cause of this event is unknown.